Event description:
According to the reporter: the patient alleged injury. Postoperatively, the patient developed urinary retention. On (B)(6) 2007, the patient underwent a procedure to transect the suburethral sling. Medical history: urinary incontinence.

Manufacturer narrative:
(B)(4).